Event description:
Dissection noted at level of popliteal after crossing lesion with a glide catheter and post dilatation. Physician attempted atherectomy to resolve but could not get the desired result, so stented with a ptfe covered stent and supplemental proximally with an protege everflex stent. Pt is reported as doing fine. No pt injury reported.